Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was returned. Visual inspection of the returned head and taper found the items to have heavy scuff / gouges. Also found scratches on the polished surface of the head. Device history record was reviewed and no discrepancies were found. The new information does not change the outcome of the previous investigation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). It is unknown if product is being returned to zimmer biomet for investigation, as its location is unknown. Once the investigation has been completed, a follow-up MDR will be submitted. Medical products - m2a-magnum taper insert p/n 139259 l/n unknown. Unknown balance microplasty stem p/n unknown l/n unknown. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-02452. 0001825034-2017-02453

Event description:
Legal counsel for patient reported that patient¿s left hip was revised approximately nine years post-implantation due to pain, discomfort, inflammation, elevated metal ion levels, and metallosis. Attempts to obtain additional information have been made; however, no more is available at this time. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Medical devices: m2a-magnum pf cup 56od/50id catalog#: us157856 lot#: 296750, m2a magnum 42-50m tpr insrt +6 catalog#: 139259 lot#: 410030, balance microp stem 12x80mm lt catalog#: 180211 lot#: 131620. (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.